Event description:
It was reported that during a case, the unit would begin to warm up, but stop circulating on the cardioplegia side prior to reaching the set-point. Pumping was re-initiated, but after a few minutes the cardioplegia pump would turn off. No reported patient effect. (B)(4).